Event description:
Posey received a medwatch report from the FDA that a user facility reported that a (B) (6) male patient was in bed using 8307 sensor pad and a 8374 alarm. The bed alarm sounded frequently during the night. Each time the nurse entered the room, reset the alarm, checked the connections and bed pad placement. Monitoring care was provided and the nurse left the room. The staff was immediately notified that the patient was on the floor, bed alarm did not sound. More information received was the patient had a broken hip and surgery. The staff determined that the pad has a broken red wire.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received. (B) (4).